Manufacturer narrative:
Corrected data. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of communication fault alarms, a specific cause for this event could not be conclusively determined through this evaluation. The controller event log files captured intermittent driveline communication faults between (B)(6) 2020. A specific cause for these events could not be conclusively determined through this evaluation. Despite these findings, the pump appeared to have functioned as intended throughout the duration of the log files. The account reported driveline communication faults, and the vad coordinator planned to exchange the patient¿s modular cable in effort to resolve the alarms. However, multiple attempts were made to obtain additional information about the modular cable exchange and no response was recorded. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for modular cable lot #6866563 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2019. Heartmate 3 lvas instructions for use (IFU) , section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including the driveline communication fault, and the recommended actions associated with them. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR: 2916596-2020-05322. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # (2916596-2020-05322). It was reported that the patient had driveline communications fault alarms. The site reported that the alarms cleared. The log file captured intermittent comm faults starting on (B)(6) 2020 which continued to increase in frequency for the remainder of the file. It was recommended to monitor for future alarms or to exchange out the modular cable and controller to see if this resolved the issue. It was reported that the vad readings were not effected as the other wire in the comm lines was intact. The plan of care was to exchange the modular cable and controller.